Event description:
It was reported that during surgery, the healicoil anchor broke off when md was implanting into patient's right shoulder. It is unknown if there was a delay in the case or if a backup device was available. No more information was available on medwatch report.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. No relevant clinical medical information was provided to conduct a thorough medical assessment.

Event description:
It was reported that during a right rotator cuff repair surgery, the healicoil anchor broke off when md was implanting into patient's right shoulder. The pieces were left in the patient. Hand held driver 5.5 mm was used to prepare the insertion site. A backup device was used to complete the procedure with a significant delay. No patient injury was reported.

Event description:
It was reported that during surgery, the healicoil anchor broke off when md was implanting into patient's right shoulder. The pieces were left in the patient. Hand held driver 5.5 mm was used to prepare the insertion site. A backup device was used to complete the procedure with a significant delay. No patient injury was reported.